Manufacturer narrative:
Conclusion: potential adverse events associated with the penumbra system include acute occlusion, death, intracranial hemorrhage, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hosp.

Event description:
On (B)(6) 2010, the pt, while inpatient, experienced acute stroke symptoms and presented with a (B)(6) of 5. Prior to the use of the penumbra stroke system, 10 mg each of IV tpa and ia tpa were administered. The penumbra stroke system was then used on the right ica cervical. A 30 mg ia tpa was given after penumbra to assist in recanalization in the mca where residual occlusion remained. On (B)(6) 2010, as reported in the edc, probable separator perforation lead to subarachnoid hemorrhage and edema. The bleeding was "definitely caused by the procedure and most possibly by a mca perforation caused by the separator. Bleeding was space occupying and aggravated by the fact that hemi-craniectomy could only be performed delayed because use of tpa during the intervention". Drainage and a hemi-craniectomy were performed, and the pt had prolonged hospitalization. The event led to death, and was reported as having definite relationship to both the study device and the angiographic procedure.